Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/22/2016 that on (B)(6) 2016, patient experienced a failed transmitter error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a failed transmitter error was confirmed via data. A root cause could not be determined.